Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion issue. It was stated that, "rapid response called on other unit. Patient then transferred to ohvi5. Patient remained hypotensive and somnolent. Intravenous (IV) magnesium hung per order. Order for 250ml intravenous fluid (ivf) bolus received, other IV pump obtained and ivf bolus hung and programmed. Blood pressure did not respond to ivf bolus, patient remained somnolent. Medical doctor informed, ordered other bolus to infuse more rapidly, hung and programmed. Patient monitored. Rapid response nurse noted IV pump reporting 150ml of bolus administered, but ivf bag had greater than 900ml remaining. Ivf drip noted by rapid response nurse and practical nurse (pcn) to be much slower than expected. Drip calculated by pcn and confirms rate administered is not rate programmed and ordered." There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.